Manufacturer narrative:
There is no allegation of an isi device or system malfunction, since the products used at the time of injury was not manufactured by intuitive surgical, inc. (Isi). Should additional information become available, a supplemental MDR will be submitted. A review of the site's complaint history does not show any additional complaints related to this event. Intuitive surgical, inc. (Isi) has reviewed the site¿s system logs and no related system errors were found to have occurred during the surgical procedure. It was confirmed by the surgeon that the robotic portion of the surgery was completed with no complications. The instrument logs indicated that all the instruments used in this procedure were used in subsequent procedures with no issues reported. This complaint is considered a reportable adverse event due to the following: it was reported that at the start prior to the start of a da vinci-assisted inguinal hernia surgical procedure, the surgeon was making the initial incision using a 3rd party 5mm optiview cannula and reportedly a blood vessel was punctured, and there was excessive bleeding occurred. As a result, the procedure was converted to an open surgical procedure to address the bleeding. In this case, the root cause of the reported incident remains unknown. There is no allegation that a malfunction of a da vinci system, instrument, or accessory occurred.

Event description:
It was reported that prior to the start of a da vinci assisted inguinal hernia surgical procedure, the robot was draped and as the surgeon was making the initial incision using a 3rd party 5mm optiview cannula (unknown manufacturer). The site reported that a blood vessel was punctured and there was excessive bleeding occurred. As a result, the procedure was converted to an open surgical procedure, the system was not docked, and no isi product was used at the time of injury. On (B)(6) 2020, intuitive surgical, inc. (Isi) obtained additional information from the site¿s robotics coordinator: it was confirmed that there was no isi product in use that caused or contributed to the reported injury. The vessel that was punctured was a small mesenteric vessel. The surgeon controlled the bleeding through an open surgery. However, after the bleeding was under controlled, the surgeon closed the patient and switched back to a da vinci assisted inguinal hernia procedure. It was reported that the procedure was completed with no complications.